Manufacturer narrative:
(B)(4). Concomitant medical product s - oxf anat brg rt lg size 3 PMA, item 159582 lot 825940. Therapy date - device remains implanted. Oxford cemented femorals, item 161470, lot 601960. Therapy date - device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial knee procedure . Subsequently revision surgery took place due to loosening of tibial component.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent knee arthroplasty and subsequently, the patient is was revised due to tibial component loosening.